Event description:
Pt arrived for MRI lumbar, filled out screening form and was verbally screened by technologist. Pt was changed into a gown. During localizer a large artifact was seen by technologist. Technologist had mrso review images and was instructed to check pt's underwear and gown for any metallic objects. No metallic objects found. Pt was removed from scanner and given new gown to put on and removed underwear. Pt was also questioned again about any injury with metal to that region or surgery which pt denied. Attempted localizer again, but still same artifact. Mrso contacted radiologist who agreed pt should not undergo study until confirmed what was causing artifact. Contacted ordering physician to have pt cleared by x-ray pelvis. Xray pelvis completed same day and revealed multiple screws in bowel that had been ingested. Per radiologist unsafe to scan until confirmed screws have passed.